Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, ¿the patient slid down the table about 2 inches on the pink pad¿ while in trendelenburg position. The customer undocked the patient side cart (psc), took the instruments out, slid the patient back, and tightened the straps of the pink pad. The patient did have a strap harness on. The procedure was completed without incident. The patient was reported to have returned to the hospital with complaints of neck and shoulder pain and the patient was reported as receiving physical therapy (pt). On 06-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the or director: during a da vinci-assisted hysterectomy procedure the patient¿s head was down in trendelenburg position with a strap harness on and the surgeon was ¿working on the cervix¿ at about half way through the procedure, the surgeon ¿noticed that the patient¿s positioning was off; the surgeon could see it was off through the viewer.¿ the patient pad, with the patient still on it, had ¿slid down an inch, maybe two inches.¿ the system was undocked, the patient was checked and repositioned, the table was repositioned, the system was redocked and the ¿pink pad strips were secured tighter to the bed side bars.¿ the procedure was completed robotically. The patient was visually checked again after the procedure and there was ¿no visible harm or injury to the patient, including no marks on the patient¿s back or arms.¿ there were no known post-operative complication such as abdominal pain reported. The surgeon said that the patient was ¿having neck pain¿ and that pt had started but that pt was ¿making it worse¿ and the patient was now having jaw and elbow pain. The operating room (or) director did not know the patient¿s current status. Per the or director, the surgeon is no alleging that a malfunction of the da vinci system, instruments, or accessories occurred.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complications remains unknown, but was reported to have potentially contributed to the patient¿s report of postoperative pain and need for physical therapy. The system logs were reviewed for the procedure and there were no observed related events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. An isi medical safety officer conducted review and found the following: proper positioning and padding of the patient while under general anesthesia is incumbent on the surgical team to ensure that patients positioning does not produce an injury. The degree of trendelenburg as well as neck position required to safely perform the intended procedure are determined by the surgical team in the room. Given the information, it seems that it is unlikely that the da vinci system, instrumentation or accessories could have caused or contributed to this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, ¿the patient slid down the table about 2 inches on the pink pad¿ while in trendelenburg position. The patient was reported to have returned to the hospital with complaints of neck, jaw, and shoulder pain. In addition, the patient was reported as receiving pt. Although the surgeon does not believe a malfunction of a da vinci system, instrument, or accessory occurred, it is unknown as to what extent (if any), the da vinci surgical system may have contributed to the post-operative complications.